Manufacturer narrative:
Event was corrected to reflect the new information provided by the doctor during the follow-up for clarification of the issue. The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical dimensions of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. There was no issue found with the internal hex of the implant. The possible causes for this issue could due to worn-out driver or wrong size driver was used during the procedure. However, the driver was continued to be used by the doctor and was not returned for evaluation. The reported issue was not confirmed. This event will continue to be tracked and trended.

Event description:
It was reported that a hahn tapered implant's internal hex was defected. Per doctor's provided information, the implant's internal hex was "spinning" and "failed to torque". The doctor could not place the implant because he was unable to torque it down. Another implant was used to finish the procedure on the same setting. The same adjustable torque wrench and driver were used without any issue. The osteotomy site was not required to be re-drilled. The doctor was able to place the replacement implant using 35 ncm. There was no injury to the patient. The patient has type ii bone quality.

Manufacturer narrative:
Patient weight was asked, but not provided. The device is expected to be returned. An evaluation of the returned device and an investigation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve primary stability. As the doctor was placing the implant, the internal hex kept spinning and failed to torque. The implant was being placed into tooth # 7. The implant was removed and replaced with a different implant on the same day, (B)(6) 2018. The patient has type ii bone quality. There was no injury to the patient.